Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(6) 2015. The fse confirmed that tubing through pinch valve pv7 was faulty, causing the erroneous results and h&h check fail errors. The fse replaced the tubing, resolving the issue. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported erroneously high white blood cell (wbc) and hemoglobin (hgb) results for one (1) patient sample cycled on a coulter lh 500 hematology analyzer compared to a rerun on the same instrument. The customer also reported (hemoglobin and hematocrit) h&h check fail definitive messages on other patient samples, but these were not alleged to have been erroneous. No erroneous results were reported out of the lab and there was no change or effect to patient treatment in connection with this event.